Event description:
New information received indicated that programming changes were made for post-paced t-wave oversensing episodes that were observed on (B)(6) 2016.

Event description:
Additional information received indicated that programming changes were made for previous post-paced t-wave oversensing episodes. Additional post-paced t-oversensing episodes were observed, and new programming changes were recommended.

Event description:
Additional information received indicated that the patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. Reprogramming changes were recommended.